Event description:
Additional information was received that an increase in pacing threshold measurement was found. A sudden increase of high pacing lead impedance with no capture were also observed. The lv lead was explanted and a conductor fracture and insulation damage was found at the level of the suture sleeve of the lv lead. No additional adverse patient effects were reported. The device remains in service

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with left ventricular (lv) lead exhibited high pacing impedance. Noise was also noted during pocket manipulation. The issue was resolved when the lv lead vector was reprogrammed. Then, the pacing impedance measurement decreased to normal value at 558 ohms. The pace threshold and sense measurements still appeared to be normal. No adverse patient effects were reported. The lead and the device remain in service.